Event description:
It was reported that a guide wire tip detached occurred. The target lesion was located in the anterior tibial artery. A 300cm straight tip v-14 controlwire guide wire was selected to advance to the lesion. After passage of the short segment, the tip of the v-14 was broken due to occlusion. The tip of the v-14 with 2mm length remains in the patient. Physician used a promus element plus btk to lock the tip of the v-14 on the wall of the anterior tibial artery. The procedure was completed with this device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has a section of the distal tip detached, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the distal tip peeled (0.2cm approx.)dimensional inspection: all the outer diameter (od) taken were compared and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).